Event description:
While treating a pt, the 3100a stopped oscillating, apparently having an internal power failure with appropriate alarms sounding. The pt was moved to another 3100a without compromise.